Event description:
It was reported that the user experienced recurrent post-meal hyperglycemia while using the ilet, with a documented blood glucose of 235 mg/dl and concern about potential scar tissue; the user declined additional troubleshooting and did not want to change supplies. Symptoms included hyperglycemia. Outcomes included no reported alarms and no medical intervention or hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with user-reported potential infusion site issues such as scar tissue considered but not verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.